Manufacturer narrative:
One hybrid bar cam was returned for inspection. The resin (acrylic) material was removed in order to visually inspect the bar. A visual inspection confirmed that the bar fractured at the distal area at the retention feature. A device history review was performed and no related nonconformance¿s were noted. Digital design files of the involved product were reviewed and there were no findings related to the event. A complaint history search was performed using our complaint handling system and there were no additional related complaints found. Appropriate documentation was reviewed and the following information was identified. The customer is required to review the applicable procedure and laboratory manual (art868) for this product prior to submitting the work order. The complaint is confirmed. A singular root cause cannot be identified. The following sections have been updated.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the full arch bar on six implants fractured at the abutment connection level during eating function. Bar placement date (B)(6) 2011. Bar removal date (B)(6) 2017.